Event description:
It was reported that the pump "stopped without any visible alarm during programming." The quantity in the pump equaled the quantity withdrawn 2 months later. The pump end of life occurred 15 days later. The patient experienced increased pain. The pump was replaced. It was later clarified that at a refill on (B)(6) 2011, the "drp" was in 1 month. There was no alarm. The empty reservoir alarm date was (B)(6) 2012. During a refill appointment on (B)(6) 2012, it was noted there was a "schedule to replace pump by" message from (B)(6) 2012. The "drp" was activated, and end of service occurred on (B)(6) 2012. The alarms were activated, but no ring tone was heard by the patient or surgeon, "even in the bloc during the ablation." The alarm was deactivated thereafter. It was initially reported that the device system was used to deliver morphine, but it was later reported that it was used to deliver baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump (serial # (B)(4)) found mechanical wear in the pump head. The pump was greater than 96 months duration and battery was close to end of life. No low battery was seen during decontamination, and the pump passed the 15 hrs accuracy flow test. A breach in the pump tube was seen during the destructive analysis. The drug listed in the pump was morphine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.